Event description:
It was reported that this lead right ventricular (rv) lead was explanted due to a dislodgement. It was believed that the dislodgement was due to anatomy of the patient. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.